Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed a pocket infection and the device was removed. A review of the manufacturers database revealed the patient is deceased. Additional information was requested and it was learned the cause of death was listed as asystole, ischemic cardiomyopathy and implantable cardioverter defibrillator infection.